Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was doing a plank and received one inappropriate shock. Technical services reviewed the data and found there was noise most likely myopotential. Impedance measured 75 ohms for the shock. It was noted there was two previous untreated episodes with distinct morphology change and double counting. The device is programmed to secondary with 1x gain. Technical services discussed troubleshooting and programming options. At this time, the system remains in service. No adverse patient effects were reported.